Manufacturer narrative:
1- context **************** an internal investigation was initiated following notification from a customer in martinique that they observed discrepant results for a patient with vidas® toxo igg ii 60 tests (ref. 30210, batch #1008404500, expiry date = 30-sep-2021). Investigation 1. Device history record the review did not highlight any issue during manufacturing for vidas toxo igg ii lot #1008404500. 2.tests/analysis performed **data/sample provided and/or used for testing/analysis** no customer¿s material available to be submitted for the investigation. The tests were performed on internal and external samples available at the complaints laboratory. ** study of internal samples control charts** this analysis was carried out : on 5 internal samples (1 sample with a negative target, 1 sample equivocal and 2 samples with a positive target). On 7 vidas toxo igg ii batches including the lot mentioned by customer #1008404500. =>all the samples gave results in accordance with their acceptable ranges and are in the same trend. ** tests performed by the complaint laboratory** on internal samples: 6 internal samples (5 with a negative target and 1 close to the positive cut off) on the retain kit of vidas toxo igg ii batch #1008404500. =>all the results are within specifications and no significant difference compared to the results observed before the batch released. On ctcb external quality control samples: ctcb samples 2011 and 2021 were tested with: vidas toxo igg ii batch #1008404500, customer¿s lot. Vidas toxo igg avidity #1008425690 with similar raw materials than the customer¿s one . The customer¿s batch vidas toxo igg avidity #1008155670 was expired at the time of investigation. => ctcb 2011 vidas toxo igg lot #1008404500 = 22 ui/ml positive target close to the customer¿s results according ctcb report, peer group mean = 19.3 ui/ml ; cv = 8.2 %. Vidas toxo igg avidity lot #1008425690 index = 0.584 => high avidity. According ctcb report, peer group mean = 0.58 ; cv = 6.95%. => ctcb 2021 vidas toxo igg lot #1008404500 = 188 ui/ml positive. According ctcb report, peer group mean = 229.99 ui/ml ; cv = 16.04 %. Vidas toxo igg avidity lot 1008425690: index = 0.111 => low avidity. According ctcb report, peer group mean = 0.12 ; cv = 14.73%. =>all the results, for vidas toxo igg ii and vidas toxo avidity igg, are within specifications and no significant difference compared to the vidas peer group results. As a reminder of vidas toxo igg avidity package insert : in the chapter and explanation: ¿after initial detection of anti-toxoplasma igg and igm, the avidity index enables recent infections of less than 4 months to be excluded (3).¿ it is not in the intended use to perform avidity test to confirm seroconversion but it is to exclude recent infections of less than 4 months. In the chapter limitations of the method: ¿this test should not be used as an initial pregnancy screening test for pregnant women, nor as a substitute for tests confirming the presence of igg and igm.¿ 5- conclusion: according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on the retain kit vidas toxo igg ii batch #1008404500. The investigation did not identify any obvious root cause. Without customer¿s return sample and kit, we cannot pursue investigation further. According to the information mentioned above there is no reconsideration of performance for vidas toxo igg ii batch #1008404500.

Event description:
Intended use: vidas toxo igg ii is an automated quantitative test for use on the vidas family instruments for the quantitative measurement of anti-toxoplasma igg in human serum or plasma (lithium heparin or edta) using the elfa technique (enzyme linked fluorescent assay). Results and interpretation: titer (iu/ml) interpretation < 4 negative 4 = titer < 8 equivocal = 8 positive issue description: a customer from martinique reported to biomérieux that they observed discrepant results for a patient with vidas toxo igg ii 60 tests (ref. 30210, batch 1008404500, expiry date = 30-sep-2021). The patient was a (B)(6) year old female who was negative for toxoplasmosis igg and igm when tested on (B)(6) 2021 with the architect method (abbott). She delivered a baby on (B)(6) 2021. On the same day, a new serum sample was tested using architect method and the results were the following: - txg 0.5 iu/ml - negative - txm 3.77 iu/ml ¿ positive this same sample was tested using vidas toxo igg ii 60 tests batch 1008404500 on (B)(6) 2021. The results were obtained with a valid calibration and were: 21 iu / ml and 22 iu/ml, positive for igg. The comparison of the results provided with the 2 methods showed discrepant results for toxoplasma igg between the 2 methods: negative with architect method and positive with vidas toxo igg ii (ref 30210). In order to determine which method gave the wrong result, it was requested from the customer to perform igm testing on the same sample tested on (B)(6) 2021: isaga method was used for this purpose and gave a positive result for igm (index=12).this could orientate towards a false negative result for architect method since a high concentration of igm can interfere with an igg serology test. The customer decided to perform an avidity test without vidas toxo igm result: an erroneous index of 0.393 was obtained showing false high avidity and was linked to an error in dilution (recorded under complaint (B)(4)). The client re-tested the sample (B)(6), dilution to 1 / 1.5 with the following result: avidity at 0.493 => strong avidity. In parallel, a pcr was performed on the placenta and the result was negative. However, the customer reported that the baby was born with congenital toxoplasmosis, confirmed by pcr testing. A lab report for this positive test was not provided. Western blot in txg (it was understood that it was performed on the placenta) was negative but with two bands leading to a doubtful interpretation). On (B)(6) 2021 (15 days later), a new sample was tested for the patient with both methods : results with architect method: txg 14.9 iu / ml ¿ positive txm 5.89 iu/ml - positive results obtained with vidas toxo igg ii (batch 1008404500) : 58 iu/ml => positive. It was reported that there was no impact on the patient or delay in rendering results. A biomérieux internal investigation has been initiated to investigate the difference in results. Note: reference 30210 is not registered in the united states. The u.s. Similar device is product reference 30210-01.